Event description:
Respiratory therapist (rt) returned back to room after taking patient for a CT scan. When rt plugged in the ventilator to setup for the patient, it smelled of burning material. Rt immediately shut it back off and unplugged the ventilator. Rt then removed it from the room and sequestered it downstairs in the rt equipment room. A new ventilator was setup for the patient and the rt ensured the burning smell had subsided. There appears to be no external evidence of anything damaged. A slight odor can be detected via the card cage louvers. Upon plugging the power cord into ac receptacle the ac led was lit and the battery full capacitiy led was lit. It was found that the ventilator would not power on. No audible alarms or other audible sounds were detected.